Manufacturer narrative:
The devices involved in this event will not be returned for evaluation and remain implanted in the patient. Patient medical records and imaging studies will be requested for further evaluation by a clinical specialist. If additional information pertinent to the incident is obtained, a follow-up report will be submitted. Device iteration is afx with strata.

Event description:
The patient was initially treated for an abdominal aortic aneurysm (aaa) with implant of an afx bifurcated stent graft and an afx suprarenal aortic extension. Approximately eight (8) years post initial procedure follow up computed tomography revealed a possible endoleak. It is currently undetermined if it is a type ii endoleak (non-device related), type iiia endoleak, type 3b endoleak, or a type ib endoleak. Reintervention has not yet been planned. The patient was reported to be fine.

Event description:
The patient was initially treated for an abdominal aortic aneurysm (aaa) with implant of an afx bifurcated stent graft and an afx suprarenal aortic extension. Approximately eight (8) years post initial procedure follow up computed tomography revealed a possible endoleak. It is currently undetermined if it is a type ii endoleak (non-device related), type iiia endoleak, type 3b endoleak, or a type ib endoleak. Reintervention has not yet been planned. The patient was reported to be fine. Subsequent to the initial report, additional information was provided reporting that reintervention has been scheduled. Additionally, clinical assessment determined that there was evidence to reasonably suggest sac growth of 6.7mm occurred that was not included in the event as reported. The sac growth was discovered on during review of the 98-month post index implant CT scan.

Manufacturer narrative:
The reported adverse event/incident was investigated in alignment with endologix operating procedures and work instructions. Where possible, it is endologix practice to make at least three good faith efforts to retrieve a reported adverse event/incident related device as well as medical records and medical imaging. An evaluation of the manufacturing record was completed. A review of the part number/lot number combination needed for device identification shows the device to have been properly manufactured and released in accordance with the device master record. An evaluation of the device could not be completed. The device was not returned to endologix for evaluation because it remains implanted. A clinical evaluation of the adverse event/incident was completed. An examination of medical records and/or medical imaging received by endologix shows the indeterminate endoleak was found to be a type iiib endoleak of the proximal extension. This is moderately consistent with the reported adverse event/incident. The clinical evaluation also shows reasonable evidence to suggest sac growth of 6.7mm occurred that was not included in the event as reported. These findings were discovered during an examination of the 98-month post index implant CT scan. The most likely causation for the type iiib endoleak is device related due to the use of strata material. Procedure related harms for this complaint could not be determined. The final patient status was reported as doing fine, reintervention has been scheduled. No additional investigation of this reported adverse event/incident is planned. However, should additional information relevant to the investigation outcome become available, a follow-up report will be submitted. Endologix will continue to monitor this and similar adverse events/incidents. A root cause investigation was carried out for all afx complaints having an identified failure mode of a type iiib endoleak. Endologix implemented the following corrective actions with the intent of reducing type iiib endoleak events; 1. Upgraded graft material (i.e. Duraply) and 2. Updates to the IFU and additional physician training. The change to duraply graft material and the IFU changes were put in place (B)(4) 2014. Device iteration is afx with strata.